Event description:
The account stated that the axsym analyzer has generated discrepant vancomycin results on 5 patient samples. For patient #5, the initial result was 0.2 mg/l, the retest result was 9.3 mg/l. The qc was within range. The account has decided to send out their samples to a reference lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to aortic insufficiency.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.